Event description:
It was reported that the battery gauge was fluctuating. Additionally, it was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. There was no reported impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.